Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. As a result of the grip ring screw dislodged, the grip ring also became dislodged. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion was observed. The jaws failed to open properly. The complaint was confirmed by failure analysis.the issue of the imprecise motion is attributed to the loose grip ring.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument stopped working mid-procedure. The jaws would not open, even manually. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: after the vse instrument stopped working, customer could not get the jaws open. The release key did not work and was not required to remove the instrument; the release key was tested after removal. It was noted that the jaws were not stuck on tissue. There was no adverse effect to any tissue. The instrument was not grasping tissue when it malfunctioned. There was no unexpected tissue removal. There was no bleeding as a result of the malfunction.